Manufacturer narrative:
The initial MDR 2517506-2017-00318 was filed on march 29, 2017. The first supplemental MDR 2517506-2017-00318_s1 was filed on april 24, 2017. Additional information (06/22/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist determined that there was no reagent or instrument issue. The instrument logs showed that the loci reader for the instrument was not replaced, however, the loci reader was reset on march 8, 2017. The aspiration profile for the sample did not show any atypical behavior. The hsc specialist could not rule out the sample handling issue. The cause of the discordant, falsely low cardiac troponin I result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range on the day of event occurrence. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the loci chamber and performed service method testing. The customer did not obtain additional discordant results. The cause of the discordant, falsely low ctni result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ctni result.

Manufacturer narrative:
The initial MDR 2517506-2017-00318 was filed on march 29, 2017. Additional information (03/30/2017): after a siemens customer service engineer performed the troubleshooting described in the initial MDR, the instrument was performing within manufacturing specifications. No further evaluation of device is required.